Manufacturer narrative:
Siemens was notified of the reported event on may 20, 2015 and this MDR is being mailed on june 19, 2015. Investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer informed siemens on may 20, 2015 that on (B)(6) 2015 during a CT exam of a (B)(6) baby with congenital heart disease, the operator tried to use gated flash mode to get the best temporal resolution. There is no table start and stop guidelines that are visible to demonstrate the extent of the table motion throughout the scan range. Reportedly, the table moved extremely quickly over a long range and introduced a lot of tension to the extracorporeal membrane oxygenation (ECMO) tubing, which could have been pulled out of the baby and caused it to bleed to death almost instantly. However, there is no report of injury.